Event description:
It was reported that the anchor was counter sunk to 2nd laser line and inserter broke when removed at the most distal puzzle piece leaving the piece connected to implant stuck in glenoid. Allegedly, drill also left metal shavings in joint after drilling.

Manufacturer narrative:
Additional info will be provided once investigation is completed.